Event description:
It was reported that the pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from the device analyzed, and the data review identified a potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. At the time the code occurred, the patient was in hospice care and passed away the following day from an unknown cause, which was not related to the pacemaker.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.